Event description:
It was reported that stent dislodgement occurred. The patient presented with acute coronary syndrome and underwent percutaneous coronary intervention. The target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 2.25 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, when placing the device in the lad, the stent slipped off the balloon proximal to the lesion. Subsequently, the dislodged stent was inflated and deployed in place. Another stent was advanced to treat the lesion but failed to cross. The physician decided to advance a non-boston scientific stent and was deployed successfully. No patient complications were reported. It was further reported that the 2.25 x 12mm synergy xd drug-eluting stent was initially unable to cross the lesion. There was no pre-dilatation done in the circumflex or obtuse marginal (om). It appeared calcified ostial circumflex but still going to stent the obtuse marginal 1 (om1). The stent crossed the circumflex into om1 but could not cross initially with synergy stent over non-boston scientific wire. When pulling the stent back, it came off the balloon of the stent delivery system in proximal circumflex. The physician then used a small 1.5 emerge push balloon catheter to inflate the undeployed stent in the proximal lesion of the om1 and used a bigger balloon to then open the stent.

Manufacturer narrative:
B5. Describe event or problem- updated.

Event description:
It was reported that stent dislodgement occurred. The patient presented with acute coronary syndrome and underwent percutaneous coronary intervention. The target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 2.25 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, when placing the device in the lad, the stent slipped off the balloon proximal to the lesion. Subsequently, the dislodged stent was inflated and deployed in place. Another stent was advanced to treat the lesion but failed to cross. The physician decided to advance a non-boston scientific stent and was deployed successfully. No patient complications were reported.